Manufacturer narrative:
The device was received and evaluated. No damages were observed with the exposed portion of the soft cannula during investigation. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. The data downloaded from the device did not show any timeouts or drive stalls during the run. No other damages or defects noted during the investigation.the product was returned with a different lot number than was reported and noted on the initial MDR. Lot number changed from unavailable to l50054 expiration date changed from unavailable to (B)(6) 2022. Unique identifier (UDI) # changed from (B)(4) to (B)(4). Device mfg date changed from unavailable to 12/23/2020.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 371 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. As treatment. A new pod was applied and correction boluses were delivered.